Manufacturer narrative:
Event conclusion cpi rec'd a medwatch form that states: pulse generator implanted in 61 yr old male with sick sinus syndrome. After dressing applied, generator malfunctioned and pt had to be reopened and a new generator implanted. Or notes indicated a tear in the seal plug was found "possibly from torque wrench". The ipg was returned for analysis. Cpi analysis found that the ipg passed all automated electrical measurements and paced and sensed nromally during all tests. Visual inspection of the header noted a hole in the atrial seal plug with body fluid contamination in the seal plug cavaity. The damage to the seal plug is considered to be induced damage. The ipg meets specs, therefore cpi could not confirm the allegation. Event conclusion cpi received a medwatch form that states: pulse generator implanted in 61 yr old male with sick sinus syndrome. After dressing applied, generator malfunctioned and pt had to be reopened and a new generator implanted. Or noted indicated a tear in the seal was found 'possibly from torque wrench'. Cpi will analyze the ipg if it is returned for analysis.